Event description:
It was reported on (B)(6) 2012 that the patient was experiencing coupling and/or communication issues; specifically, coupling was "bouncing around, disappearing, and interrupting recharging." The patient had never seen his implantable neurostimulator (ins) charged to 100%; it always stayed at 75% even after an hour of charging per day. Additional information received on (B)(6) 2012 reported that no testing was done and that the recharger seemed to be working properly. Additional information received on (B)(6) 2012 reported that the patient believed his physician implanted the ins backwards and too deep. The patient had to charge "too often," or about 1 hour each night. However, the patient was getting symptom relief. Additional information received on (B)(6) 2012 reported that the ins recharger (insr) was not recharging. Patient still had to recharge daily and stay in place for one hour to keep recharger in an exact position. Additional information received on (B)(6) 2012 reported that the patient was experiencing additional coupling and/or communication issues. The patient was only able to get 2 coupling bars since his ins was implanted. The patient used the antenna locate feature. He started out at a 32/40 but after moving the insr head (antenna) around, he was able to get 68/70; following this procedure, the patient was able to maintain 8 coupling bars until right before the call was ended, where they dropped to 4. It was planned that the patient was going to try use sticky patches to aid in maintaining coupling.

Manufacturer narrative:
Product ID: 7495-51, serial#: (B)(4), implanted: (B)(6) 2002, product type: extension; product ID: 7495-51, serial#: (B)(4), implanted: (B)(6) 2002, product type: extension; product ID: 64002, lot#: n274421, implanted: (B)(6) 2012, product type: adapter; product ID: 37651, serial#: (B)(4), product type: recharger; product ID: 3387-40, lot#: j0114264v, implanted: (B)(6) 2002, product type: lead; product ID: 3387-40, lot#: j0125042v, implanted: (B)(6) 2002, product type: lead. (B)(4).